Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. The customer's blood glucose was 515 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.